Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the asymptomatic patient presented in the or for extraction of the right atrial and right ventricular leads due to noise via review of stored egms. Externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 43.7-44.1cm and 45.9-46.2cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 10.8-11.5cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 14.0-15.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 25.2-25.3cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.0-13.8cm from the distal tip. The etfe coating was abraded at 10.3cm, 10.5cm, and 13.5cm. Internal insulation abrasion with intact outer insulation was noted at 12.2-13.1cm. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field noise if the lead were to come in contact with the inner coil.